Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a diabetic ketoacidosis three years ago while on insulin pump therapy. The customer was no longer on the insulin pump but will get back on it soon. Customer's blood glucose level was not reported. The device was not returned.